Manufacturer narrative:
Age/date of birth: unknown, information not provided. Lot: unknown, not provided. UDI: unknown, as the lot number was not provided. Expiration date: unknown, as the lot number was not provided. Not applicable as the cartridge is not an implantable device not applicable as the cartridge is not an implantable device. Device manufacturing date: unknown, as the lot number was not provided. Device evaluation: the product was not returned for evaluation; therefore, a device evaluation could not be performed. As the lot number is unknown for this event, it was not possible to perform a retained product investigation for the complaint. The reported complaint was not verified. Manufacturing records review: as the lot number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting the lens into patient's left eye, lens was partially delivered and than got stuck in cartridge. The lens was removed and replaced with replacement lens with same model and diopter. There was no patient injury and the patient is reported to be good post-op. No further information was provided.